Manufacturer narrative:
Reference CAPA (B)(4)

Manufacturer narrative:
This is 5 of 7 complaints for this article case. Reference mfg. Report no. 2015691-2019-04809, 2015691-2019-04811, 2015691-2019-04816, 2015691-2019-04818, 2015691-2019-04823, and 2015691-2019-04824.

Manufacturer narrative:
In this case, the article did not provide the exact event details and the root cause for the patients who expired post implant between 30 ¿ 180 days of a sapien xt valve. However, it may be due to patient factors. There was no allegation or indication a device malfunction contributed to this adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Yun-hsuan tzeng, et al. (2019). Performance and short-term outcomes of three different transcatheter aortic valve replacement devices in patients with aortic stenosis: a single-center experience. Journal of the chinese medical association, 827-834.

Event description:
As reported through our taiwan affiliate, a single-center study published in a journal article, "performance and short-term outcomes of three different transcatheter aortic valve replacement devices in patients with aortic stenosis: a single center experience¿. The study was from march 2013 when the tavr program was first introduced at a hospital in taiwan to august 2017. 231 consecutive patients underwent tavr at the institution. A hundred and one (101) patients received a sapien xt valve. The following events occurred in the sapien xt group during the study period; 2 patients had major or equal moderate pvl at implant, 3 patients needed a second valve at implant, 2 coronary obstructions at implant, 1 annular rupture at implant, 8 cardiac mortality (3 patients within 30 days, 5 patients between 31 and 180 days), 5 major vascular access complication within 30 days and 3 permanent pacemaker were required due to complete av block within 30 days. This complaint represents the 8 patient who expired of cardiovascular causes (3 patients within 30 days, 5 patients between 31- and 180-days post procedure.